Event description:
A customer contacted beckman coulter regarding low hemoglobin (hgb) and hematocrit (hct) results from a single pt sample that were generated by the coulter act diff 2 instrument. A pt sample was tested for hgb and hct and the results were: hgb 10.7g/dl, hct 31.3%. The actual data was requested, but not provided. The customer indicated that the pt was sent to a hosp where a new sample was collected and tested for hgb and hct. The hgb and hct results obtained at the hosp were "normal". The actual results were not provided. Based on available info, there was no affect to pt treatment based on hgb and hct results obtained in this event.

Manufacturer narrative:
Qc was performed before the event. The instrument is currently performing within qc specs with respect to controls (accuracy) and reproductability (precision). The erroneous results occurred in closed vial mode. A field service engineer (fse) was dispatched to the customer's lab on 08/21/06. The fse replaced sample and diluent pumps. The fse adjusted calibration factors and all results met published performance specs. As of 08/30/06, there have been no additional reports of low hgb and hct results from this account. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.